Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was unable to replicate or confirm the customer reported complaint. During functional testing audible tones were generated and visual observation found that energy was being delivered. Visual inspection found no damage to the conductor wires at the instrument¿s distal end nor the proximal. The instrument installed on an in-house system passed the self-test. The instrument successfully cut and passed the energy activation test delivering energy through the grips. The instrument passed grip force testing in all wrist orientations and gage pin testing. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the sealing issue experienced by the customer. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during the sealing cycle of the vessel sealer instrument it was observed that there was no energy being delivered to the patient's tissue. Reportedly, audible tones were generated from the electrosurgical generator. A replacement vessel sealer instrument was installed to complete the planned surgical procedure. There was no report of any patient harm, adverse outcome or injury due to the sealing issue.